Event description:
Patient's primary registered nurse was performing morning head-to-toe assessment and checking patient's invasive lines. Primary nurse had manipulated intravenous lines when she noticed on the monitor that patient's blood pressure was increasing rapidly, from mean arterial pressure 70's up to 130's. Primary nurse re-assessed patient's lines and noted that the line running vasopressors (clearlink system continu-flo set with 0.22-micron filter) filter portion had completely run dry. Attempted to re-prime line and upon attaching it to patient, observed that the vasopressor fluids in filter portion was emptying into patient, essentially giving the patient a bolus of the vasopressor agents. Patient's blood pressure responded by once again going up to mean arterial pressure 130s. The line was then changed to include regular IV tubing set-up with baxter non-dehp micro volume extension set filter, with no further issue. Patient eventually returned to vasopressor requirements before event.

Event description:
Patient's primary registered nurse was performing morning head-to-toe assessment and checking patient's invasive lines. Primary nurse had manipulated intravenous lines when she noticed on the monitor that patient's blood pressure was increasing rapidly, from mean arterial pressure 70's up to 130's. Primary nurse re-assessed patient's lines and noted that the line running vasopressors (clearlink system continu-flo set with 0.22-micron filter) filter portion had completely run dry. Attempted to re-prime line and upon attaching it to patient, observed that the vasopressor fluids in filter portion was emptying into patient, essentially giving the patient a bolus of the vasopressor agents. Patient's blood pressure responded by once again going up to mean arterial pressure 130s. The line was then changed to include regular IV tubing set-up with baxter non-dehp micro volume extension set filter, with no further issue. Patient eventually returned to vasopressor requirements before event.

Event description:
Patient's primary registered nurse was performing morning head-to-toe assessment and checking patient's invasive lines. Primary nurse had manipulated intravenous lines when she noticed on the monitor that patient's blood pressure was increasing rapidly, from mean arterial pressure 70's up to 130's. Primary nurse re-assessed patient's lines and noted that the line running vasopressors (clearlink system continu-flo set with 0.22-micron filter) filter portion had completely run dry. Attempted to re-prime line and upon attaching it to patient, observed that the vasopressor fluids in filter portion was emptying into patient, essentially giving the patient a bolus of the vasopressor agents. Patient's blood pressure responded by once again going up to mean arterial pressure 130s. The line was then changed to include regular IV tubing set-up with baxter non-dehp micro volume extension set filter, with no further issue. Patient eventually returned to vasopressor requirements before event.

Event description:
Patient's primary registered nurse was performing morning head-to-toe assessment and checking patient's invasive lines. Primary nurse had manipulated intravenous lines when she noticed on the monitor that patient's blood pressure was increasing rapidly, from mean arterial pressure 70's up to 130's. Primary nurse re-assessed patient's lines and noted that the line running vasopressors (clearlink system continu-flo set with 0.22-micron filter) filter portion had completely run dry. Attempted to re-prime line and upon attaching it to patient, observed that the vasopressor fluids in filter portion was emptying into patient, essentially giving the patient a bolus of the vasopressor agents. Patient's blood pressure responded by once again going up to mean arterial pressure 130s. The line was then changed to include regular IV tubing set-up with baxter non-dehp micro volume extension set filter, with no further issue. Patient eventually returned to vasopressor requirements before event.